Event description:
It was reported that this pacemaker patient was an existing in-patient in a critical care unit (ccu). Pacing was set to 70 beats/minute. The patient was known to be dependent and was experiencing no symptoms. When attempting to interrogate the pacemaker, the wand slipped off of the patient's chest and a message appeared on the programmer (wording unknown). The patient reported feeling unwell during this time. Following the attempt, pacing was observed to be as before, at 70 beats/minute on the ccu monitor. The physician did not want to perform additional interrogation attempts in an effort to avoid triggering safety mode. Magnet response was verified at 90 beats/minute. The physician elected to prophylactically replace the pacemaker the next day. Post-explant interrogation of the device showed normal function and a longevity of 3 months. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.